Event description:
It was reported that the asymptomatic patient fell down during a device check-up due to a non-device related reason. The lead exhibited high capture threshold and low sensing. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.